Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Health professional reported asymmetry and capsular contracture, baker grade IV, "small amount of liquid around the implants," ¿extruding the prosthesis to the skin,¿ ¿oval and circumscribed nodule,¿ and "radial folds, compatible with folds inside the implants." This is for the right side. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/oct/2013. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "late seroma" and "extrusion" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "extrusion" "late seroma".

Event description:
Health professional reported right side "small amount of liquid around the implants," ¿extruding the prosthesis to the skin,¿ ¿oval and circumscribed nodule,¿ and "radial folds, compatible with folds inside the implants." Device remains implanted.